Event description:
It was reported the bronchovideoscope exhibited error code e315. The issue occurred during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation "error code e315" was not confirmed. However, the investigation observed that there was blackout. This was likely due to - electrical/electronic component problem. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.